Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma, inflammatory response, lung disease, and reduced cardio reserve. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma, inflammatory response, lung disease, and reduced cardio reserve. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. A correction was made to box b: adverse event or product problem. Due to an error during initial reporting the box was changed from both to adverse event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.